Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported the patient underwent an ankle fusion to treat a failed tar which was infected. Patient developed severe reflex sympathetic dystrophy syndrome and required a below the knee amputation about 15 months after surgery.